Event description:
It was reported that a patient death had occurred. The caller stated that the paramedics on scene said the device wasn't working. Further investigation has revealed that the cause of death was cardiac arrest. No further information has been made available. The device has not been returned for analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All reasonable contacts have been contacted and all available information has been reported.